Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent a right hip revision procedure approximately eight years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient¿s legal counsel reported patient underwent a right hip revision procedure approximately nine years post-implantation due to unspecified allegations. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that during a left hip revision surgery approximately ten years post implantation, due to loosening. There was an abundant amount of bursal tissue which was excised. At least 45 minutes to an hour was used to try and knock the head off the trunnion. There was one moderate sized cyst superiorly and two other smaller cysts. Attempts to obtain additional information have been made; however, no more is available.